Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received as follows; the physician states the patient going into hospice is most likely unrelated to the procedure itself, that renal failure and cirrhosis may have been to blame. Course of therapy was not thought to have been altered by suspected seeing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a device was used in a case where the physician suspected tumor seeding on pancreatic lesions. The patient presented with a lesion in the wall of the stomach on the lesser curvature which is also compatible with the biopsy tract. The patient was found to have biopsy proven adenocarcinoma. The pancreatic lesion was noted in the body/tail of the patient and a trans-gastric approach was used for biopsy. The physician performed two passes, and he used two separate needles for the first two passes. The patient presented with the suspected seeding an estimated approximately six months ago. The pancreatic lesion was noted in the body/tail of the patient and a trans-gastric approach was used for biopsy. The physician performed 2 passes, and he used 2 separate needles for the first two passes. The site physician reports using "pull stylet suction" technique. The patient presented with a lesion in the wall of the stomach on the lesser curvature which is also compatible with the biopsy tract. The patient was found to have biopsy proven adenocarcinoma.